Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of fault is not replicated and screen with scratches. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pcba burned. The customer complaint was not reproduced. There were two error codes has been identified. The device was scrapped.